Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that following bilateral intraocular lens (iol) implant procedures, the patient was not happy. Both iols were extracted. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.